Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The control panel was disassembled, checked, and reassembled and the power supply was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system control panel would not work. No patient injury was reported.